Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber's cap detached inside of the pt and was retrieved using a dormia tool. The case was completed using a second fiber. There was no report of injury.